Event description:
It was reported that intra-op, screw head with few threads had come out and the remaining part remianed in the vertebral body. The product broke. Screw fragment of the product remained in the patient. Revision surgery was performed as a result of this event. Severe pain was reported as patient complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.